Event description:
New foley catheter kits contain prefilled syringe without lure lock and are made of very cheap plastic- they have a plastic tip in which you insert into port to inflate balloon. On three separate instances with 2 different nurses the tip has snapped off in the port and therefore are unable to inflate the balloon so the plastic tip had to be pried out of port and a new saline flush was obtained to inflate the balloon. This happened during a crash c-section when we were trying to move quickly.